Manufacturer narrative:
Correction to section d.4

Event description:
It was reported that the user hung a new fentanyl bag and tubing and initiated the infusion at an unspecified rate in the ICU. The user stated that the nurse changed the IV set and fentanyl medication because 24 hours had passed from the previous infusion. Approximately 4 minutes after the set change, the nurse noticed the medication was free-flowing to the patient. It was reported that there was no patient harm as a result of this event.

Event description:
It was reported that the user hung a new fentanyl bag and tubing and initiated the infusion at an unspecified rate in the ICU. The user stated that the nurse changed the IV set and fentanyl medication because 24 hours had passed from the previous infusion. Approximately 4 minutes after the set change, the nurse noticed the medication was free-flowing to the patient. It was reported that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s complaint of fentanyl free flow was not confirmed. The dataset was not provided by the customer; the drug ID and some programming parameters could not be confirmed. The log review showed that on (B)(6) 2019, the suspect device restored an infusion of druidic 648 at a rate of 3.75 ml/hr (vtbi=78.07ml). This is believed to be the customer¿s reported infusion of fentanyl. The infusion ran for four (4) minutes until the suspect device alarmed for door open and check IV set and was channeled off. Testing could not be performed since no devices were returned for investigation. The root cause of the reported fentanyl free flow could not be identified. Log review only.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the user hung a new fentanyl bag and tubing and initiated the infusion at an unspecified rate. The user stated that the ¿nurse changed the IV set and fentanyl bag as 24 hours had passed from the previous infusion". Approximately 4 mins later after the change, the nurse noticed the medication free-flowed into the patient however customer stated that there was no harm to the ICU patient.